Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspected device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device coded a150103 captures the reportable investigation result of clip premature deployment at an unknown anatomy location. Block h11: the returned resolution 360 ultra clip device was analyzed. Visual inspection was performed, and it was observed that the device was returned without the clip assembly. The device had evidence of premature deployment (yoke is attached to the control wire). No other problems with the device were noted. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Although the exact cause cannot be confirmed, it is most likely that this failure could be due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, one of the clip arms was bent. The procedure was completed. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of clip premature deployment at an unknown anatomy location. Please see block h10 for full investigation details.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspected device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device coded a150103 captures the reportable investigation result of clip premature deployment at an unknown anatomy location. Block h11: the returned resolution 360 ultra clip device was analyzed. Visual inspection was performed, and it was observed that the device was returned without the clip assembly. The device had evidence of premature deployment (yoke is attached to the control wire). No other problems with the device were noted. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Although the exact cause cannot be confirmed, it is most likely that this failure could be due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. Therefore, the most probable root cause is cause not established. Block h11: block d4 (model number and lot number) has been corrected.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, one of the clip arms was bent. The procedure was completed. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of clip premature deployment at an unknown anatomy location. Please see block h10 for full investigation details.